Manufacturer narrative:
An imaging eval, explant analysis, and a review of the manufacturing paperwork has been conducted. The imaging and explant analysis confirmed the invagination of the devices as well as wire fractures which perforated the eptefe due to excessive loading on the nitinol wire due to the invagination. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Post-operative imaging eval revealed pt aortic neck diameters ranging from 20-25mm . The gore tag thoracic endoprosthesis instructions for use (IFU) warns that use of the device outside of the sizing guidelines may result in device compression. This medwatch was initially submitted on january 15, 2008 under medwatch #2017233-2007-00029. That medwatch number is associated with an unrelated event, therefore this event is resubmitted under the current medwatch number.

Event description:
On (B) (6) 2007, this pt was implanted with two gore tag thoracic endoprostheses for repair of a traumatic injury. Follow up CT on (B) (6) 2007 revealed invagination of the proximal device (tg2610/05179489). Films were sent to gore for review. The devices were surgically explanted and returned to gore for eval on january 28, 2008. The imaging and explant analysis confirmed the invagination of the devices as well as wire fractures which perforated the eptefe due to excessive loading on the nitinol wire due to the invagination. The pt's condition was reported as stable immediately following the explant procedure.